Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation on (B)(6) 2017, confirmed that the tissue pad was worn and partially peeled. There was no scratch and crack on the surface of the probe. No error was reproduced. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and errors are most likely related to the operator's technique. Based on the past similar cases, it was likely that the tissue pad damage and the errors occurred by the mechanism as follows; the tissue pad was worn and partially peeled due to activation while the grasping section was closed without contacting tissue (including after the tissue already cut). The probe was subjected to an excessive load due to activation while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the shaft. Consequently the error was displayed. The instruction manual of the device has already warned as follows; warnings: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Warnings: do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, positioning the tissue, twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the sonicbeat instrument, and then activate. Otherwise, it may cause the deforming/spliting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity.

Event description:
The subject device was used during a laparoscopic distal gastrectomy. Within 30 minutes of use, an uncertain error was displayed. The tissue pad of the device was worn. The procedure was completed with the device. There was no patient injury reported.the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on (B)(6) 2017, confirmed that the tissue pad was worn and partially peeled.